Manufacturer narrative:
(B)(4). One used partial set with no cap on spike and no cap on patient connector and one companion sample in reference to damage was received. The partial set was visually inspected and noted that the tip of the spike was bent slightly inward. Functionally hand tightened a lab (japanese) titanium adapter without difficulty to companion sample. Set was tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted. The complaint was confirmed in the lab for damaged. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). The root cause was undetermined.

Event description:
The transfer set had a bent spike that was found during connection by the clean flash. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.